Manufacturer narrative:
E1 initial reporter phone: (B)(6) it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an air leak occurred. A pulse field ablation (pfa) procedure was performed using a faradrive steerable sheath. During preparation of the faradrive steerable sheath an air leak was identified. The device was exchanged and the procedure was successfully completed with a new faradrive steerable sheath. No patient complications were reported.

Event description:
It was reported that an air leak occurred. A pulse field ablation (pfa) procedure was performed using a faradrive steerable sheath. During preparation of the faradrive steerable sheath an air leak was identified. The device was exchanged and the procedure was successfully completed with a new faradrive steerable sheath. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the faradrive steerable sheath upn #21m402 batch #cl14669. The faradrive steerable sheath was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis the faradrive steerable sheath was not returned due to contamination, therefore returned device analysis could not be performed. Labeling review review of the faradrive instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a review of the faradrive hazard analysis was completed and confirmed that the event of visible air/bubbles was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of cause not established. It was reported that during preparation for a pulse field ablation procedure an air leak from the faradrive steerable sheath was identified. As the faradrive steerable sheath was not returned for analysis the reported event of visible air/bubbles was unable to be confirmed.